Event description:
The patient recharged his implantable neurostimulator when the battery was 75% full. He used to recharge every 2 days but now had to recharge every day. The patient did not experience any change in stimulation sensation nor had made an large changes in stimulation parameters. Impedances on all electrode combinations 7-15 were greater than 3600 ohms. The device was reprogrammed to use fewer electrodes on the lead without high impedances. Recharging of the implantable neurostimulator was better. The patient was reported to be "fine".